Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the thread depth was too shallow and the hospital refused to accept the goods. This occurred intraoperatively. It was unknown if the surgery was delayed due to the reported event or if the surgery was completed successfully. There was no patient consequence. No other information was provided. (B)(4) are related to each other.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received stating there was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to j&j medtech orthopaedics for evaluation. Note: following investigation was performed by the supplier. Please refer to the attachment (B)(4) investigation memo-signed for investigation results. Visual inspection of the returned device found the screw thread profile is undersized towards tip end of the screw. The 32/58 of the parts received are nonconforming for the screw thread profile being undersized near the tip of the screw. Preliminary investigation has started, and the cause of this issue is not identified. Preliminary investigation suspects that op10 turn complete machine had either the guide busing tension was insufficient or that thread motor bearing was worn/damaged. The overall complaint was confirmed as the observed condition of the 2.0 ti matrixmandible screw stping 6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Note: following investigation was performed by the supplier. Please refer to the attachment (B)(4) investigation memo-signed for investigation results. Visual inspection of the returned device found the screw thread profile is undersized towards tip end of the screw. The 32/58 of the parts received are nonconforming for the screw thread profile being undersized near the tip of the screw. Preliminary investigation has started, and the cause of this issue is not identified. Preliminary investigation suspects that op10 turn complete machine had either the guide busing tension was insufficient or that thread motor bearing was worn/damaged. The overall complaint was confirmed as the observed condition of the 2.0 ti matrixmandible screw stping 6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.